Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported, via a trial, that the index procedure was performed on (B) (6) 2008. The de novo, stenosed distal rca was treated by direct stenting with two overlapping promus stents (2.5 x 15 mm and 2.5 x 8 mm) resulting in 29% residual stenosis. The second target lesion was a de novo, stenosed proximal rca. Treatment consisted of direct stenting with the 2.5 x 15 mm promus stent, resulting in 11% residual stenosis. Patient was discharged one day post procedure on asa and plavix. On (B) (4) 2009, the patient was treated for in-stent restenosis in the proximal rca. Treatment consisted of poba and placement of a promus stent resulting in 0% residual stenosis resolving the event. The patient was taking asa and plavix. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported stenosis is a known adverse event as listed in the promus instructions for use (IFU). It was reported that the 2.5 x 15 mm promus stent was implanted in the proximal rca without pre-dilatation. It should also be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter. In this case, it is unknown whether the lack of pre-dilatation contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.